Manufacturer narrative:
Image analysis in the images provided the distal tip of the turbohawk device can be seen, the tip of the device can be seen to be detached product analysis a visual inspection showed that the tip detached distal to the anchor pockets, the detached tip was not returned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image analysis:two still images were returned for analysis. In the images provided the distal tip of the turbohawk device can be seen, the tip of the device can be seen to be detached consistent with the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a directed resection procedure on the left superficial femoral artery using the turbohawk plus-m device, the target lesion was characterized as calcified, fibrous, plaque, and soft tissue, with a chronic total occlusion and 100% stenosis. During the procedure, the tip of the device detached and was damaged, with severe resistance felt during withdrawal. The tip separated at the hinge pin, and the proximal end of the collection chamber detached from the metal junction. The procedure was completed by changing the surgical method to balloon dilation. No patient complications have been reported as a result of this event.